Event description:
Code displayed on the device is different what is printed on the code key. No control in use. A request was made for the return of the suspect device and replacement product was sent.